Event description:
A customer contacted haemonetics on (B)(6) 2012, to report an orthopat device with description ¿no power.¿ no patient/operator injury reported. Upon eval of the device on (B)(6) 2012, evidence of fluid ingress was noted. The complaint was escalated to a higher level review.

Manufacturer narrative:
The device was returned and evaluated. Evidence of fluid ingress was found on (B)(4) 2012. The fuse and the power supply were heavily damaged with carbonization on the fuse. Components that would need replacing: centrifuge, power supply assembly, harness, controller pcba, distribution pcba, and compressor. The device not repaired based on customer request. (B)(4).